Event description:
The manufacturer received information alleging an issue related to the active exhalation control module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.